Event description:
It was initially reported that a number of non-critical buttons on the keypad assembly were no longer functioning. After an evaluation of the device by physio-control, it was observed that multiple critical buttons were no longer functional, including the shock and on buttons.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed interface pcb assembly and determined that the cause of the reported failure was due to a shorted and burned integrated circuit chip, designator u5.